Event description:
It was reported that during implant attempt, the patient was already in bradycardia with rates around 25 bpm. The lead was inside the patient's body while compressions were delivered. When the physician went to reposition the lead, the stylet would not come out of the lead. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.